Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis (fa) noted the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. Root cause of a dislodged conductor wire is a component failure. Additional observation not reported was that the instrument was found with insulation damage to the conductor wire at the wrist assembly, exposing bare wire. The electrical continuity test still passed. Insulation material was missing from the conductor wire, approximately 0.04¿ x 0.03¿. Failure analysis found the additional failure of insulation damage - conductor wire to be related to the customer reported complaint. Root cause is attributed to mishandling/misuse. A log review was performed and the following was confirmed: the procedure was performed on system sk5198, on the reported event date of 19-aug-2022. No image or video clip for the reported event was submitted to isi for review. A review of the system logs for the event date of 19-augg-2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: it was reported that surgeon noticed that there was a loose wire sticking out at the tip of the device. In addition, the failure analysis confirmed that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that at the start of a da vinci-assisted nephrectomy and after the vessel sealer extend (vse) instrument was placed into the robotic arm of the robot and deployed into the patient, the surgeon noticed a loose wire was sticking out at the tip of the device. The vse instrument was then removed from the robotic arm, removed from the field and a backup instrument of the same kind was opened and used without incident. The procedure was completed with no reported injury on (B)(6) 2022, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating the following: "the intuitive surgical vessel sealer was placed into the robotic arm and deployed in the patient when the surgeon noticed that there was a loose wire sticking out at the tip of the device. The vessel sealer was then removed from the robotic arm, removed from the field and a new vessel sealer was opened and used without incident. No patient harm." Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.